Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that resident surgeon was performing surgery and the capsule integrity was compromised. The resident stated he thinks he punched through the capsule with his second instrument. An unplanned vitrectomy was deemed necessary by supervising surgeon. Supervising surgeon, stepped in and performed the remainder of the case, including the vitrectomy. The vitrectomy was performed with a 23g vitrectomy cutter and the irrigation line was connected to the irrigation handle (part of the bimanual ia set in the sterile tray). The intended iol was never implanted. No additional information was provided.

Manufacturer narrative:
Correction: in the initial report, the manufacturer date provided was inadvertently reported as 11/11/2021, however the correct date is 11/29/2021. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.